Manufacturer narrative:
This investigation is complete, upon further information this investigation will be updated.

Event description:
It was reported that inappropriate hock and anti tachycardia therapy was delivered when it comes to this device. Boston scientific technical services (ts) discussed programming options. The device was programmed to one zone and the patient was continued to be monitored via remote monitoring. Additional information noted that another inquiry later came regarding this case where inappropriate therapy was delivered. Ts discussed the case and noted that therapy exhaustion as seen. At this time the device remains implanted. No adverse patient effects were reported.